Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert due to low impedance on the right ventricular lead. The patient presented to the clinic; however, the impedance and all electrical values were stable and in range. No intervention was performed and the patient was stable and will be monitored.